Event description:
It was reported that the device had difficulty converting an arrhythmia. The patient had a spontaneous monomorphic arrhythmia which required multiple shocks before the rhythm self-converted. It was confirmed that there was no defibrillation threshold testing done at implant this past february. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.